Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed onsite by a zoll representative. The device was then returned to zoll medical for evaluation. However, the device was put through extensive testing including stress testing without duplicating the report. A visual inspection of the main knob controls found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.